Event description:
It was reported that during an xlif procedure at l3/4 to address spinal canal stenosis, the interbody fractured during insertion into the disc space. The damaged interbody and fragment were removed and an alternative interbody was used to successfully complete the procedure. Reportedly, the patient appeared to have narrow intervertebral spaces. There was no reported adverse impact to the patient, user, or procedure. No additional information is available.

Manufacturer narrative:
Photographs of the fractured portion were received and evaluated, and confirmed the reported fracture; the fractured portion consisted of material at and adjacent to the threaded inserter attachment point. Because of the amount of peek material between the threaded inserter attachment hole and the outer edge of the cage, the disc space must be properly trialed and distracted in order to prevent damage to or fracture of the implant during insertion impaction. Additionally, coroent xl+ cages are intended to be used with interbody slides or a distractor tool in order to prevent their fracturing during impaction. While a definitive cause cannot be determined, cage fractures may occur due to off-axis forces applied with in-situ twisting of the implant (done to maximize distraction of the disc space in an attempt to restore proper spacing of the vertebral bodies), may occur due to off-axis impact with a mallet, may occur due to micro motion at the implant-inserter interface if the cage is not fully threaded onto the inserter, and/or may occur if the cage is over-tightened onto the inserter. It was also reported that the patient had narrow intervertebral spaces, which may have been a contributor to the event. Manufacturing record review: review of the device history records noted no material non-conformances, no manufacturing errors, and no discrepancies related to the reported issue. The lot met acceptance criteria upon release. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include:...bending, fracture or loosening of implant component(s)..." "...warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants..." "...notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..." "...compatibility: all implants should be used only with the appropriately designated instrument (reference surgical technique) ¿" "...pre-operative warnings: 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient...." "...handling of the sterile implant: open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.